Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, there was a problem loading the device. There was a piece broken on the reload that would not allow it to load to the device. They had to open a new reload. There was no patient involvement.